Event description:
Patient was positioned supine in mayfield 360 and 3 headpoints. Patient was secured to table. Upon localization of tumor with navigation, it was discovered that tumor could not be accessed with current navigational coordinates. When attending surgeon attempted to create a larger access point by enlarging the existing craniectomy, it was noted that the perforator caused trauma and bleeding. Neuromonitoring reported neurological changes when this had occurred. After hemostasis was achieved, the attending neurosurgeon consulted with neuromonitoring and it was noted that there were no improvements in neurological changes. Procedure was continued as planned. The patient bed position was changed frequently throughout the procedure for better tumor access. After wound closure, the draping was removed and it was noted that the body had shifted on the table. Upon further patient assessment it was noted that one of the right sided headpins had become disengaged from the skull and allowed for a shifting of the head onto the support stem for the navigation system. Mayfield was removed immediately by attending and patient's right cheek had a dime sized indent with redness.